Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: gaya. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a mildly tortuous and heavily calcified 80% stenosed distal left anterior descending artery. An advance guide wire could not cross the lesion. A non-abbott guide wire did cross. Pre-dilatation was performed with a 2.0 x 20 mm mini trek balloon catheter. A 2.5 x 38 mm xience xpedition stent delivery system could not cross the lesion and during removal there was resistance with the anatomy so the stent was implanted in healthy tissue. Additional dilatation was performed with a 2.0 x 12 mm nc trek balloon catheter and a 2.5 x 28 mm xience xpedition stent was deployed in the target lesion to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4).